Event description:
Additional information was received from the patient. The patient reported the same ongoing issues about the urinary retention. The patient also reported that when they get in to different positions, mainly turning their body left, they feel a zap, but they have gotten use to it and don't have problems when they avoid going left. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said that they went to their doctor in may or june. They said they weren't emptying their bladder, they had 200 something cc's of urine, the second time they were down to 100 cc's. They said they went to the doctor a month prior and they did and x-ray and they said everything was connected, working fine and the battery life was good. They checked the setting and they were on program 1 at 2.0 volts. They said they were on 1.3 volts before they called, on the call they increased to 2.3 volts. They said they had drank 5 bottles of water the day of the report and had not emptied their bladder. The patient was told to monitor symptoms after making change and follow-up with their doctor to see if they needed to be seen again.